Event description:
It was reported that the patient presented in clinic for follow up. Externalized conductors were observed via prophylactic screening. Increase hv lead impedance was noted. The device was reprogrammed. The lead remains implanted. Patient monitoring will continue.